Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported there was a suspected overdischarge with the patient's implant. The patient had not recharged for a year and a half because the patient lost the patient programmer (pp) and the recharger. Implantable neurostimulator recharger (insr) and pp replacements were ordered. Additional information received from the manufacturer's representative (rep) reported the patient received their replacement recharger and programmer. A physician mode recharge (pmr) was performed and "cleared." The patient was reprogrammed and doing well. Additional information was received from the manufacturer's representative and the patient. It was reported that the patient was charging too often and had to recharge more frequently to that prior to the overdischarge. The patient felt like the battery was depleting rapidly following the overdischarge. The recharge information was reported and it was seen that the patient recharges every 5-6 days for duration between 0.4-1.4 hours with an end charge between 75%-100% with an average of 8 coupling bars. The estimated recharge interval was about 2.75 days with a device usage of 6%. It was reported that "the patient had the device off almost all of the time." In group a, program 1 had the settings of 0+,1-,2+ with 6.1 v,450 microseconds, 40 hertz, and 469 ohms; program 2 had -,+ with 5.6 v, 450 microseconds, 40 hertz, and 1058 ohms; program 3 had +4 and -7 with 4.67 v, 450 microseconds, 40 hertz, and 1479 ohms; program 4 had +8, -9, -10, and +11 with 5.1 v, 450 microseconds, 40 hertz, and 298 ohms. The patient stated that they did not check the battery status between charges and the manufacturer representative stated that the physician programmer displayed a message indicating that the patient should charge sooner and that the battery was reaching discharge. The manufacturer representative stated that the electrode impedance pairs were all between 900-10,000 ohms. There were no patient symptoms reported. These issues were reported to have occurred from december 2015 since recovery of the overdischarge. No patient symptoms were reported regarding this event. Additional information has been requested regarding actions, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.